Event description:
The facility reported via a user facility report that a pt received dose of heparin higher than ordered. A 250 ml bag of heparin, concentration of 25,000 units/250 ml, was being infused via a triple channel colleague infusion pump. A heparin bolus was ordered for 1,500 units and inadvertently, the pt received 15,000 units. The bolus was given using the pump but there was a "user error", according to the facility. When the nurse answered an alarm, the bag was found to be empty. Reportedly, the pt's level of partial thromboplastin time (ptt) increased to 116, extending the hospitalization by one day. However, no medical intervention was reported. According to the facility's risk manager, the pt recovered without any adverse outcome and was discharged home. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding channel involved, serial number of the device, other medications being infused, or set up and programming of the infusion device.